Event description:
The complainant reported the patient had an impella 5.5 support and during support, there were placement signal not reliable alarms. No further information has been provided. Support continued. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. The data logs show that the placement signal (ps) was relatively stable until about 80 hours into support. During this time though, there was some variability in signal-to-noise ratio (snr). At the 80 hour mark, the ps increases to unrealistic values and then returns to values within normal expectations for the ps while the snr drops to 0, contrast drops but gain, light, and lamp are stable. This continues for about an 1 hour and 43 minutes and triggers placement signal not reliable (psnr) alarms. The placement signal returns to being stable and then there are other increases seen while on support on the automated impella controller, but not sustained or high enough to trigger psnr. The pump is transferred to another console on 6/4. Throughout support there are multiple instances of the same repeated issue, except impella position unknown alarms are also being triggered. The alarm was accurately triggered due to the increases in placement signal but was a false alarm as positioning was confirmed. Due to lack of clinical information and no product returned, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.